Event description:
It was reported by service report that the side rail is broken and the pl foot end side rail wound not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail.